Manufacturer narrative:
Only one screw was explanted and exchanged during first revision surgery on (B)(6) 2016. Therefore, implant date is (B)(6) 2016 and explant date is (B)(6) 2016 for that one screw. A second revision surgery took place on june 13, 2016 in which all implants were removed and replaced with a new plate and screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the first revision surgery took place on (B)(6) 2016, in which only one screw was explanted and exchanged. A second revision surgery took place on (B)(6) 2016 in which all implants were removed and replaced with a new plate and screws.

Manufacturer narrative:
Patient identifier not available for reporting. Date infection began is not known. This report is for an unknown quantity of unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a revision surgery on (B)(6) 2016 due to migrated and loosened screws. During the revision surgery all products were removed. It is not known if new synthes devices were implanted. After the revision surgery the patient developed an infection. No additional information is available. Revision surgery is addressed in (B)(4). This report addresses the post-operative infection. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient¿s birth year reported as (B)(6), exact date of birth is unknown. Corrected data: corrected revision surgery date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient was revised on (B)(6) 2016.